Event description:
It was reported that the patient was disconnected and brought down from micu 6 to cardiac cath lab for procedure and probe was not registering in an arctic sun device. Verified probe plugged into the patient temperature (pt) 1 port. Verified connection of probe to temperature in cable and temperature in cable to the device. Had flex the cable to see if there was any movement in patient temperature (pt), but nothing. Advised they could try plugging the probe into a bedside monitor and if it registers then the cable needs to be replaced. If they probe did not register into the bedside monitor, then the issue was the probe itself. If no bedside monitors available in cath lab then they could try replacing the temperature cable first. Encouraged them to call back for additional support.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was disconnected and brought down from micu 6 to cardiac cath lab for procedure and probe was not registering in an arctic sun device. Verified probe plugged into the patient temperature (pt) 1 port. Verified connection of probe to temperature in cable and temperature in cable to the device. Had flex the cable to see if there was any movement in patient temperature (pt), but nothing. Advised they could try plugging the probe into a bedside monitor and if it registers then the cable needs to be replaced. If they probe did not register into the bedside monitor, then the issue was the probe itself. If no bedside monitors available in cath lab then they could try replacing the temperature cable first. Encouraged them to call back for additional support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.